Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode was repositioned due to malposition resulting in sensing issues and noise since implant. The electrode remains implanted. No adverse patient effects were reported.